Manufacturer narrative:
Investigation conclusion: a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 12 false positive flu b results for symptomatic patients. The customer communicated some results were confirmed negative by molecular (pcr testing).